Event description:
It was reported that during a vena cava filter placement procedure the filter allegedly had resistance when inserting the catheter. It was further reported that before deploying the filter, the sheath was removed. Reportedly, discovered that there was a break in the outer sheath. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one denali dilator loaded onto an introducer sheath. During visual evaluation, multiple breaks and detachment were observed throughout the distal end of the introducer sheath. The distal tip of the dilator was noted to be deformed. During functional testing, an attempt to offload the dilator from the introducer sheath was performed. Upon removal, the distal portion of the introducer sheath was noted to turn into segments. Therefore, the investigation is inconclusive for the reported difficult to insert as no objective evidence was provided. However, the investigation is confirmed for the reported break and identified detachment as multiple breaks and detachment were noted on the introducer sheath. The investigation is confirmed for the identified deformation due to compressive stress as the distal tip of the dilator was noted to be deformed. A definitive root cause for the alleged difficult to insert, break, identified detachment and deformation due to compressive stress could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter placement procedure the filter allegedly had resistance when inserting the catheter. It was further reported that before deploying the filter, the sheath was removed. Reportedly, discovered that there was a break in the outer sheath. There was no reported patient injury.